Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material #309628 lot #3312448. Verbatim: on (B)(6) 2025, the office staff reported the following: ¿the physician "noticed a foreign body stuck to the inside of the syringe". The reporter described the foreign body as "circular and white, very small" and is "like stuck on the inside wall of the plunger", "stuck on the wall not floating around" even when the syringe is moved.¿ catalog: 309628 lot: 3312448.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(6)- supplemental MDR - foreign matter. 1 ml luer-lok syringe (part number 309628) was received and evaluated. The sample, which arrived loose with an unidentified blue cap, contained a white bubble embedded in the barrel. This condition does not meet product specifications, and the likely root cause is associated with the molding process. The defect may occur if water particles enter the mold, vaporize, and form concentrated bubbles within the part. Furthermore, a device history record review was completed for lot number 3312448, which showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints related to this device and condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly, and our business team regularly reviews this data to identify emerging trends.

Event description:
No additional information was provided.